Event description:
International customer reported that a patient presented with an infection five days following excision of subcutaneous dermatoma. Antibiotics were prescribed.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.